Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it was taking them 10 minutes to urinate and they were having to catheter. They were at 4.0v and were able to increase to 4.3v where they felt stimulation. The patient requested a call from a rep. No device issue alleged/identified. No further patient symptoms or complications were reported.